Event description:
Physician reported patient "presented with early cap con (baker grade unknown) again on right side," patient "recalled falling while trail running, landing on chest," and there "may also be another rupture." The device remains implanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "presented with early cap con (baker grade unknown) again on right side," patient recalled "falling while trail running, landing on chest," and there "may also be another rupture."